Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.